Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump had minor scratches on the display window.

Event description:
The customer reported via telephone call that the up arrow button was unresponsive. The blood glucose reading was 97 mg/dl. The customer did not recall any significant event leading to the issue. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.